Manufacturer narrative:
A1 - patient identifier: corrected. B3 - date of event, d4 - model #, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. Pump up power test was performed and it was found that the pump failed the test as it was unable to be powered on. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective mainboard, and it was replaced to resolve the issue.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed white screen and emit a beep when turned on. This high-priority device failure that may cause interruption of therapy. There were unknown patient involvement and unknown harm was reported.